Manufacturer narrative:
Additional initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ chromagar¿ orientation agar the customer observed biological contamination of the media. This event occurred 6 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "reports receiving n.6 plates with the presence of small green-colored colonies".

Manufacturer narrative:
Investigation summary: the customer reported small green colonies on the plates complaint history review: complaint history was reviewed and similar complaints were recorded for this catalog number. However no trend was identified batch history record (bhr) review: the bhr was reviewed. No deviation from the validated processes and parameters were registered. Sample analysis: the retain samples were reviewed and no deviation could be detected. Neither samples nor pictures illustrating the issue was shared. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. No deviation could be noticed so far. As no picture illustrating the issue could be shared, no further investigations could be performed. Investigation conclusion: based on the evaluation above, the complaint cannot be confirmed for foreign matter. However bd will continue to monitor further incoming complaints with this failure mode.

Event description:
It was reported that while using bd bbl¿ chromagar¿ orientation agar the customer observed biological contamination of the media. This event occurred 6 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "reports receiving n.6 plates with the presence of small green-colored colonies"